Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment. During drain 6 of 7 the patient encountered multiple air detected in cassette warnings. When the patient opened the cassette door there was fluid in the pump module area and fluid on the external of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient¿s spouse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient carried out manual treatments until the new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During drain 6 of 7 the patient encountered multiple air detected in cassette warnings. When the patient opened the cassette door there was fluid in the pump module area and fluid on the external of the cassette. The patient also indicated that the cycler was making a grinding noise. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient¿s spouse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient carried out manual treatments until the new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection an exterior visual inspection of the returned cycler showed no sign of physical damage. There were visual indications of dried fluid found within the cassette compartment. There were visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The valve actuation test passed. The system air leak test failed. Failure due to air supply motor loud when pressure build up. The patient sensor check passed. The simulated treatment post-accelerator stress test (ast) 2 hour 15 minute 8500 ml test passed. No fluid leaks were found during the removal of the cassette. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. Device history review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Mushroom head check passed (05/26/2021). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.